Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a broken force sensor was detected during seating or regular delivery and had critical pump error image displayed on the screen. Customer's blood glucose value was 80 mg/dl at the time of incident. The customer was assisted with troubleshooting. Customer stated that the insulin pump had crack at the backside. Customer also stated that the reservoir lip ring was not damaged.. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error due to moisture damage to force sensor. Unit received with corroded electronic assemblies and corroded motor home switch. Device unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error. Device received with broken belt clip rails, cracked case (battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads.